Event description:
The customer reported an error message during start up and the system would not fully boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.